Event description:
It was reported that right ventricular (rv) lead exhibited rise in pacing impedance and oversensing noise due to a suspected lead fracture. The lead was explanted and replaced. The patient is in stable condition.